Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter ¿defect¿ was confirmed and the cause was use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12 ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from beneath the connector. Following connector disassembly, a split was observed in the catheter tubing that corresponded to the distal end of the connector cannula. Microscopic inspection of the split revealed a granular fracture surface with coarse striations. The split was irregular and exhibited a tapered profile. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. The fracture location, features, and accompanying tensile weakness were consistent with damage caused by pulling the catheter against the connector cannula tip during device assembly. The product IFU provides instructions for proper catheter/connector assembly. A lot history review (lhr) of redn0251 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was defect. On (B)(6) 2019 - evaluation of this sample revealed that the alleged defect appeared to be a catheter leak caused by catheter mishandling by the user during device placement.